Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) received an appropriate shock. Upon device interrogation, low right ventricular (rv) and shock impedance measurements were observed. Technical services (ts) discussed troubleshooting options to test the system. A revision procedure was performed. During the procedure, the lead impedances were reported to be normal through the pacing system analyzer (psa). Ultimately, the patient received a new device and leads. The device was later returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on (B)(6) 2010. Boston scientific's historical trend data indicates that the cause of arcing damage like that seen with this device is an external high voltage short which may cause internal damage to the circuitry. A bench test to assess the output bridge integrity was performed. The resultant measurements were not as expected indicating this device may have sustained damage likely due to a shorted lead. This out of range measurement and fault indicate the high energy output bridge is electrically damaged. Bench testing confirmed pacing pulses are present.